Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) powered down the station, then adjusted all the connections on drawer 6.1, then rebooted the station and found six previous windows updates were pending, ran all the six to completion, then rebooted it again station up and operational. After that all drawers reporting. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had malfunction and machine detect that entire drawer cubies was off the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.